Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) feature, which withholds inappropriate ventricular detection if the rhythm displays characteristics of a supra ventricular tachycardia (svt) origin, displayed inaccurate scores resulting in inappropriate anti-tachycardia pacing therapy. A different vector was used to create a new template for the feature and the feature was left on. The ICD remains in use. No further patient complications have been reported as a result of this event.